Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 5054-52 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was previously reprogrammed to unipolar. Now, the rv lead had oversensing and measured high threshold. It was also noted that the right atrial (ra) lead had a history of elevated threshold and was also in unipolar configuration. Both leads were reprogrammed back to bipolar and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.